Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
The pt had a scorpio nrg revised on (B)(6) 2009, for pain. The surgeon explained at the second revision on the (B)(6) 2010, that the pt had been experiencing pain and during the first revision he was unable to find a reason for the pain so decided to change the poly insert and resurface the patella. The insert that was replaced was nrg knee cr bearing (B)(4) lot # 22984501.